Manufacturer narrative:
Additional information: one unpackaged ar-12990 knee scorpion batch number: 15240934 was received for investigation. Visual evaluation of the returned device noted a fragment of an unknown part number needle remained in the tip and was visible through the suture slot. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during the firing of the needle thus, breaking the needle and causing a blockage within the shaft. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury. Refer to the investigation photos. Complaint allegation is confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the needle broke and got stuck in the device ar-12990 (lot: 15240934). Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.